Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic viscoelastic and handpiece was used during the cataract extraction with intraocular insertion with femto second laser surgery. During the first follow-up visit the patient did not have any problems. After the post operative fourteen day follow up the patient was diagnosed with tass (toxic anterior segment syndrome). The patient had hypopyon and pupil dilation. The patient was on topical medication for the treatment. It was unknown whether the intervention was effective or not. The current outcome of the patient's conditions was not resolved. Additional information has been requested but is not available at the time of this report. This report pertains to one of the two different viscoelastic used for one of the two patients reported from the same facility.